Event description:
The hcp reported, the patient experienced withdrawal symptoms a few days after their last refill. The hcp performed a study; catheter was "ok". The hcp administered a single drug bolus to which the patient responded. The hcp is considering other troubleshooting options. The drug contained in the patient's pump was morphine (70mg/dl) at a dose of 26 mg/day and baclofen (1320 mcg/ml) at a dose of 500 mcg/day. Additional information has been requested but was not available at the time of this report.